Manufacturer narrative:
Other relevant device(s) are: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the image acquisition system (ias) batteries were replaced. A field service action was performed and the software was installed. Another system checkout was performed and the new power conversion enclosure was faulty and therefore could not be changed. The old one remained on the system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system had dead batteries. There was no patient present when this issue was identified.